Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited undersensing. Boston scientific technical services (ts) discussed could be electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.